Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Data logs show that the placement signal spiked and then started to drift to -50 for about one hour before dropping to 3000 on (B)(6) 2025 (the 34th day of pump use), without significantly impacting the 5s optical signal parameters. The pump was running steadily at p-4 during the optical sensor issue, with no notable motor current trend. Pump flow showed an opposite gradual upward trend from the initial drop, correlating with the placement signal trend. There was an active psnr alarm, and the placement signal was not recovered during the rest of the case run. The cause of the optical sensor issue was determined to be sensor wear, based on the data log review. Product damage (catheter kink): the cause of the catheter kink could not be determined, as returned product investigation and sufficient clinical information were not provided. (Thrombosis/thrombus/arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that a patient has been on impella 5.5 support for over two months, waiting for heart and kidney transplants. The patient was reported to be having less ectopy since milrinone was discontinued. While on support, the impella placement signal drifted and did not correlate with blood pressure. Two days later, the placement signal alarm was was disabled. The patient developed a new deep vein thrombosis (dvt) in the right arm. Three days later, bivalirudin dosage was increased due to the dvt. A kink was found on the impella near the red plug. Foley anchors were re-attached to the skin to reduce tension on the kink. The patient remains on support.

Manufacturer narrative:
Additional information received: d6b explant date added.